Manufacturer narrative:
(B)(4). Pump was received with motor error alarm during rewind and motor position encoder error alarm was confirmed in alarm history due to motor encoder signal out of phase. Unable to perform functional testing due to motor error alarm. Drive support disk was inspected and no anomaly was noted. No cosmetic damage noted.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 34 mg/dl at the time of the incident. The customer skipped lunch but had snacks on the day of the incident. The customer was at 156 mg/dl at the time of the call. The customer was given glucagon, glucose, food, and juice to treat. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed as the customer declined. The customer was trying to bolus and got a motor error and a motor position encoder error alarm. The insulin pump will be returned for analysis.